Manufacturer narrative:
(B)(4). Additional information: the analysis found that one long60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: were the jaws locked on tissue? No. If the device was locked on tissue, how did they remove the device from the tissue? N/a on which firing did the event occur? 1st. What color cartridge was being used? Unknown. The following information was requested, but unavailable: was the account able to get the device open?

Manufacturer narrative:
(B)(4). Additional information received: after speaking to the rep, he stated that the device jaws were never able to be opened.

Event description:
It was reported that during a laparoscopic roux-en-y gastric bypass procedure, the jaws were locked and the scrub tech couldn't get the handle to unlock. There were no patient consequences. Case completed with another device of the same product code.